Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The event log was reviewed, and the pump was ran in manufacturing mode to test the pump. The reported issue of "cassette not attached properly" problem was verified. In manufacturing mode, the downstream occlusion sensor output was reading 1mv with or without pressure applied. The normal range for a working sensor is 200-400 mv with no pressure and typically several hundred if a cassette is attached. The issue is the downstream occlusion sensor and will be replaced to resolve the issue.

Event description:
Information received that a smiths medical cadd®-solis vip ambulatory infusion pump would not attach cassette correctly. The device is under warranty. No patient involvement or injury reported.